Event description:
It was reported that this insertable cardiac monitor (icm) prematurely depleted. The voltage started dropping unexpectedly. It was recommended to return the icm for further analysis. The icm remains in service and no adverse patient effects were reported.